Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The pinnacle cup impactor handle spins.

Manufacturer narrative:
Additional narrative: examination of the returned instrument found the handle spins and does not lock. The root cause is attributed to wear out. The date code j0611 indicates the instrument was manufactured in june of 2011 and is over 5 years old. A two-year search of the complaint database did not identify a trend for this issue for this product code. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.